Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button intermittently failed to respond when the device was worn inside the waistband with the screen against skin for prolonged periods, after which removing the pump and allowing it to dry restored normal function; the user also temporarily could not locate the mobile app and subsequently reinstalled it and re-paired the pump. Symptoms included an unresponsive sleep/wake control without physiological harm. Outcomes included no injury, no alarms, and restoration of function after drying and a device restart. Investigation included user education, app reinstallation, device re-pairing, verification that the pump had the latest firmware, and a quick restart. Investigation of this case revealed moisture accumulation at the screen and button interface likely contributed to intermittent button unresponsiveness, with device hardware and firmware otherwise functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was moisture ingress from close skin contact and use environment.